Event description:
Caller reported a cgm error 42 related to a g6 sensor. There was no adverse impact to the customer¿s blood glucose level. The customer was guided through a pump reset by technical support, after which the error code no longer appeared, allowing the sensor session to start successfully.